Manufacturer narrative:
The suspect device will not be returning for evaluation. The complaint could not be confirmed. The root cause could not be determined. A review of the device history and complaint database could not be performed since the lot number was not provided.

Event description:
The account alleges that upon survey data review for the inqwire product family, an adverse event involving a diagnostic inqwire was noted. The event alleges that the guide wire may have caused a embolism during stent placement within a patient's peripheral vascular system. Additional medical intervention was required. No additional details are available, and the device will not be returning for investigation.